Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(4) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the leg on (B)(4) 2017. The patient did not show up for work and the patient¿s work contacted her emergency list. The patient¿s friends went to the patient¿s house and found the patient blacked out and gave her honey. Emergency medical services (ems) arrived around 11:00 am and gave the patient sugar water and was there for 3 hours. It was indicated that the patient¿s followers did not receive alerts because the dexcom did not read under 40 mg/dl. The patient refused to go to the emergency room and returned to work. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.